Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the r bottom button was not sticking. Therefore, the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the triggers and electronic control unit function check (the upper trigger was binding). It was also determined that the trigger's guide sleeve was worn and the stop ring was slightly bent. It was determined that there were due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an achilles tendon repair surgery, it was observed that the bottom button on the small battery drive device was sticking. It was not reported if there were any delays in the surgical procedure and the procedure was completed with the same device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.